Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield jaws were peeled and sticking out. Jaws were observed to be defective when taken out of packaging. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection conducted. Signs of heavy char was observed on the jaws. Specks of blood was observed on the handle of the loading device. The heater wire was observed to be completely detached from the tip but remained attached at the based of the hot jaw. A microscopic evaluation determined that the insulation was not peeled away from the cold jaw support. Based on the returned condition of the device, the reported failure "peeled; jaw" was not confirmed but was confirmed for analyzed failure ¿bent wire¿. Specific actions for the analyzed failure "bent wire" is being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield jaws were peeled and sticking out. Jaws were observed to be defective when taken out of packaging. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection conducted. Signs of heavy char was observed on the jaws. Specks of blood was observed on the handle of the loading device. The heater wire was observed to be completely detached from the tip but remained attached at the based of the hot jaw. A microscopic evaluation determined that the insulation was not peeled away from the cold jaw support. Based on the returned condition of the device, the reported failure "peeled; jaw" was not confirmed but was confirmed for reported failure ¿bent wire¿. Specific actions for the failure mode "bent; wire" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield jaws were peeled and sticking out. Jaws were observed to be defective when taken out of packaging. A replacement device was used to complete the procedure. The hospital did not report any patient effects.